Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had issues with the infusion set sticking. The customer also reported their site showed signs of infection. The customer reported redness, soreness and swelling at the site as signs of infection. The customer's blood glucose was over 200 mg/dl. The customer stated the infection was recurring until the needle was removed from the site. The customer declined to return the insulin pump for analysis.